Event description:
Reportedly, during pt use, the ventilator alarmed "system error" and shut down. The pt was manually ventilated while the same ventilator was restarted and the settings reset. The pt was then placed on the same ventilator. There were no further issues or adverse pt effects reported.